Event description:
This customer reported that they did not see the waveform when in the pacing mode. There was no impact to the involved pt.

Manufacturer narrative:
This customer reported that they did not see the waveform when in the pacing mode. There was no impact to the involved pt. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.